Event description:
The customer reported that the au5800 clinical chemistry analyzer generated erroneous high patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) and qc (quality control) issue on cell 1. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided verbal three (3) patient results for na.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer . The fse inspected the instrument determined the failure mode was due to multiple hardware malfunction. The buffer valves and reference electrode malfunctioned. The fse cleaned ise (ion selective electrode) waste lines and flowcell . The fse replaced the buffer valves and reference electrode which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).